Manufacturer narrative:
Device technical analysis: the returned lead was analyzed and lead damaged has been confirmed. With all the available information, boston scientific concludes that the reported event was confirmed. The lead was damaged during a previous elective procedure, the clean cut damage is a result of a typical procedure and it is not considered a failure. Investigation conclusion: the investigation concluded that the reported event of the lead being damaged during a previous elective procedure was due to an adverse event related to procedure.

Event description:
It was reported that the patient underwent a lead revision procedure to replace a lead that was damaged during a previous elective procedure. The existing lead was explanted and a new lead was implanted. The patient is doing well post operatively. The explanted device is in route to the manufacturer. Additional information was received that the patients pain areas are now covered by the newly implanted lead.

Event description:
It was reported that the patient underwent a lead revision procedure to replace a lead that was damaged during a previous elective procedure. The existing lead was explanted and a new lead was implanted. The patient is doing well post operatively. The explanted device is in route to the manufacturer. Additional information was received that the patients pain areas are now covered by the newly implanted lead.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2366700; model: sc-2366-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient underwent a lead revision procedure to replace a lead that was damaged during a previous elective procedure. The existing lead was explanted and a new lead was implanted. The patient is doing well post operatively. The explanted device is in route to the manufacturer.